Event description:
The reporter states the suspect meter is reading blood glucose values too high. The customer went to the ER due to the high readings. No controls were run. A back to back comparison was performed with the following results: hosp meter 74 mg/dl and customer meter read over 300 mg/dl. The customer was treated for hypoglycemia in the hosp and then released. Return requested and replacement stent.